Manufacturer narrative:
Concomitant medical products: product ID: a2dr01 ipg, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. It was noted that all atrial tachycardia/atrial fibrillation therapies disabled because the atrial lead position check failed. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.